Event description:
Pt underwent coronary artery bypass graft with vein grafting. During the procedure the surgeon cut the occludder. It was discovered during sponge/needle count that the distal portion of the occluder was missing. A chest x-ray was taken and was negative for a foreign body. Pt was closed. Pt recovered and was discharged home.

Event description:
Add'l MFR narrative rec'd 7/28/00: closure and investigation findings: a failure analysis could not be performed since the product was not returned. No corrective action is necessary because the incident occurred due to physician error; accidently cutting the radiopaque tab. The device is distributed as a single-use, non-implantable item. The reported event was unanticipated. This is the first incident of this type that has been reported.